Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 6 mg/dl. The customer visited to emergency room on (B)(6) 2021. Blood glucose level at the time of hospitalization was 6 mg/dl. Customer experienced symptoms such as shaking, sweating, anxiety and mental confusion. Customer was treated with glucagon shot at the time of hospitalization. It was unknown whether customer was using auto mode. The customer¿s current blood glucose reading was unknown. Troubleshooting for the customer¿s low blood glucose was performed. No further customer complications were reported.